Event description:
The co reported heating pad with burn hole. No injuries or property damage reported.

Manufacturer narrative:
The heating pad showed that this unit was abused and misused. Based on the date code, we know the unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in the lab under excessive abuse testing. The product has been redesigned and improvements implemented.